Event description:
It was reported that the device lcd display is not functioning. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section is unknown, no product information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked enclosure and tank cover, worn block assembly, damaged led (light emitting diode). The customer stated problem was duplicated. The lcd (liquid crystal display) is blank confirming the customer complaint. No action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to customer damage of the device (improper handling). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.